Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. What does the reaction look like and how large of an area does the reaction cover? Peri-incisional angry redness, some with raised vesicles, horrible pruritus. The reaction surrounded the incision, extending around 2-3 cm around the incision. Some pts had rash reaching above and below the incision. One pt had rash that migrated across the front of her chest, crossing midline. Do you have any pictures of the reaction? Yes, available on request. I have images of all the reactions. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Generally medrol dose pack, oral otc benadryl, and topical hydrocortisone cream. Ice packs for itching as well. Two of the cases developed vesicles, and antibiotics were given prophylactically. Fortunately, no explant was required at this time for reaction alone. There was a pt that developed infection and had to be explanted, but this was more pt condition, than the reaction. If medication was required, please clarify if it was prescription strength. Generally medrol dose pack (x), oral otc benadryl, and topical hydrocortisone cream (otc). Ice packs for itching as well. Two of the cases developed vesicles, and antibiotics were given prophylactically. What is the most current patient status? Reactions have resolved with above mentioned remedies. Can you identify the product code and lot number of the product that was used? Personally no, the or would have this information. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? Which 2 two patients developed vesicles, and antibiotics? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials/ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent vagus nerve stimulation vns/chest procedure on an unknown date and topical skin adhesive was used. On 11-dec-2023, customer reported that patient has experienced a skin reaction after usage. Reaction were within 24-48 hrs post op. Treated generally with medrol dose pack, oral otc benadryl, and topical hydrocortisone cream. Ice packs for itching as well. Additional information has been requested.